Manufacturer narrative:
Philips has investigated this complaint. Customer reported that there was malfunction with the monitor's angiographic cable fell from the ceiling. The philips engineer suggested service, but the service quote has been cancelled by the customer and no service has been provided from the philips the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a malfunction of the monitor's angiographic cable fell from the ceiling during a treatment. Patient harm is unknown. Philips has started an investigation of the complaint.